Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported there was more than 100-125 dl/mg difference between sensor reading and bg value. No additional event or patient information is available.